Event description:
It was reported that the customer had been going through a lot of batteries for his insulin pump. The customer stated that a replacement battery cap did not resolve the issue. The customer stated that the batteries only lasted three to four days whereas before they would last two to three weeks. The customer's blood glucose was 136 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had bleeding lcd glass. Unable to verify low battery alarm due to bleeding lcd glass. Also unit scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.